Event description:
Philips respironics v60 ventilator shut off during use on patient. The screen went black and stopped working. A red light on bottom right was flashing and a single beep alarm was ringing. The machine was removed from patient and taken out of service.